Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub with s/n (B)(6) rebooted on it's own. 5.2 sw. Procedure completed using replacement device. There was full loss of image on primary monitor for 3-4 minutes.

Event description:
It was reported that the hub with s/n (B)(6) rebooted on it's own. 5.2 sw. Procedure completed using replacement device. There was full loss of image on primary monitor for 3-4 minutes.

Manufacturer narrative:
Alleged failure: it was reported that the hub with s/n (B)(6) rebooted on its own. 5.2 sw. Procedure completed using replacement device. There was full loss of image on primary monitor for 3-4 minutes. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to a windows atoms table memory leak; possibly due to issues with the ddr3 ram, software, or the windows operating system. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.